Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 75% stenosed target lesion was an in-stent restenosis of a previously placed 8mmx6cm non bsc stent implanted in the moderately tortuous and severely calcified ostium of superficial femoral artery (sfa). After a 300cm non bsc guide wire crossed the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced. Dilation was performed but the pressure would not rise. The device was completely removed from the patient and a pinhole was found on the balloon. The procedure was completed using a 7mm x 2cm mustang¿ balloon catheter and the blood flow was restored. No patient complications were reported and the patient¿s status was good.